Event description:
It was reported that during the use of the device for a non clinical activity, the perfusionist (ccp) discovered that some one had unplugged their spare back up perfusion system when the main circuit breaker was left on and drained the batteries. There was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) told the ccp to turn the main breaker off, wait ten seconds and turn the main breaker on again. The ccp checked six hours later and the battery module went to red immediately. Per the fsr, it looks as though the batteries may need replacement. This system is a back up and has not been used for some time.